Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort at the ipg site from the time the patient was implanted originally .to address the issue, patient underwent surgical intervention on (B)(6) 2020, where the ipg was placed deeper into the body. Effective therapy was restored postoperatively .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.